Manufacturer narrative:
According to available information, there will be no return of product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed noise and increased threshold measurements. In addition, high out of range impedance measurements and numerous atrial tachy response (atr) episodes were displayed. The impedance measurements had increased since the follow up visit approximately eight months earlier. An x-ray did not reveal any visual lead damage. A revision procedure was performed. Difficulty was encountered removing this lead. The lead was surgically abandoned and replaced successfully. No adverse patient effects were reported.